Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be due to the reported improper or incorrect procedure or method (failure to follow steps / instructions). The improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of not retracting the actuator knob before retracting the delivery catheter handle. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6 medical device problem code: 2017- failure to follow steps / instructions.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. A xtw (lot: 30824r1038) was chosen for implantation. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). After turning the actuator knob 8 rotations, the actuator knob was not retracted before retracting the delivery catheter handle. An additional mitraclip was implanted to stabilize the slda. The procedure ended with mr reduced to grade 1. There was no clinically significant delay.